Manufacturer narrative:
(B)(6).(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion surgery from vertebrae l5-s1, where only rhbm p-2/acs and collagen sponge were used. Post-op, patient complained of worsening in the low back pain, pain in the hips and tingling in the left hip and leg. Patient continued to experience chronic low back pain that radiates into the lower extremities. The patient experienced urinary, bowel and sexual issues. The patient experienced difficulty in sitting and standing for prolonged periods of time. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.

Event description:
It was reported that on (B)(6) 2010: the patient was pre-operatively diagnosed with l5-s1 degenerative disk disease with disco genic low back pain and underwent the following surgeries: minimally invasive exposure of the l5-s1 segment. L5-s1 complete right-sided facetectomy and decompressive hemi laminectomy. L5-s1 radical diskectomy. L5-s1 transforaminal lumbar interbody fusion using peek lumbar interbody spacer, bmp-2 allograft, and morselized locally harvested autograft. Autologous bone marrow aspiration. Bilateral l5-s1 pedicle screw fixation. Bilateral l5-s1 posterolateral arthrodesis using bmp-2 allograft, allograft mixed with autologous bone marrow aspirate, and morselized locally harvested autograft. As per the op-notes: ¿a 14x26 mm trial lumbar interbody spacer was then tamped into the l5-s1 interspace, and this was deemed to be the correct size. The trial spacer was then removed. Bmp-2 allograft was then mixed per protocol. A combination of bmp-2 allograft and morselized autograft was then packed into the far anterolateral aspect of the emptied l5-s1 disk space. A 14 x 26 mm peek lumbar interbody spacer was then packed using bmp-2 allograft, morselized autograft, and this was then tamped into the disk space to an appropriate depth. The right sided l5-s1 facet complex was then drilled out using the high-speed drill. Bmp2 allograft was then packed into this facet complex. A combination of bmp-2 allograft, morselized autograft and allograft was then packed over the transverse processes and sacral ala to enact the posterolateral arthrodesis.¿